Manufacturer narrative:
H4: the lot was manufactured between november 03, 2023 and november 03, 2023. H11: the actual device and two photographs of the sample were received for evaluation. Visual inspection of photos and actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of actual sample was performed by filling approximately 2000ml of tap water and a leak was identified from the administration port 1 weld area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The manufacturing date would be provided upon completion of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from one of the connection ports. This was identified during use in the compounding center. There was no patient involvement. No additional information is available.